Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is october 19, 2015.

Event description:
Boston scientific received information that the xiphoid incision was infected. The physician elected to explant the electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) as he was concerned over the infection possibly spreading to the device. No additional adverse patient effects were reported.